Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer-provided information. When the foreign material was identified, olympus requested additional information from the customer on their reprocessing practices. The customer reported the device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, there was no delay in the start of the pre-cleaning. The customer reported that during manual cleaning, there were no abnormalities in the reprocessing accessories and the manual cleaning was done within 1 hour of the procedure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device instructions for use document was reviewed. Review showed relevant instruction related to detection of the issue in chapter 3: preparation and inspection. Also, the reprocessing manual provides relevant prevention steps in chapter 5: reprocessing the endoscope. The source of the foreign material could not be specified and there was no physical damage to the device where the foreign material was found. The investigation could not confirm that the customer's reprocessing was conducted in accordance with the device instructions; it was determined possible the issue occurred due to insufficient cleaning. However, a definitive root cause of the foreign material could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the uretero-reno fiberscope had black spots in the scope due to broken fiber. The issue was found during inspection. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: eyepiece has foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found image guide bundle has significant breakages and an abnormal sound is made due to deformation of second bending section. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.